Manufacturer narrative:
Product analysis: the customer refused the return of the device; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, after the valve was loaded by experienced hospital staff with no resistance noted, the valve was positioned too deep and was recaptured once. During the second deployment attempt, the delivery catheter system (dcs) capsule partially opened but then broke. Since most of the valve remained fully in the capsule, the valve was successfully withdrawn from the patient. Another valve and dcs were used to successfully complete the procedure. An 18 french non-medtronic sheath was used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, and the cause could not be determined with the available evidence. Two images of the delivery catheter system (dcs) with the broken capsule were received for review. The images confirm a break at the capsule legs. A separation at this section of the capsule can occur due to the excessive system forces which exceed the tensile strength of the bond. The most common cause of the higher forces is a misloaded valve. When a valve has been misloaded, it creates a significant increase in the system force when opening the capsule. White marks on the capsule can also be observed in the images submitted which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. The image also shows a bent capsule tip, however the description of the event does not indicate that this damage occurred during the reported issue. The kink may have occurred at the back table when the device was being examined, but the cause of the kink cannot be established with the available information. No fluoroscopic load check images was submitted for review and therefore the potential misload in this event cannot be confirmed. Angiographic records/cines were not received for review and the dcs was not returned to medtronic for analysis. There is no information to suggest a device quality deficiency may have caused or contributed to this event, however the root cause cannot be conclusively determined. If information is provided in the future, a supplemental report will be issued.